Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic experiencing phrenic nerve stimulation. Upon interrogation, the right atrial lead exhibited a loss of capture and loss of sensing. A chest x-ray revealed that the lead had dislodged. The lead was successfully explanted and replaced. The patient tolerated the procedure well and would continue to be monitored.